Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that  there was a premature battery depletion. It was further explained that patient compliance- md stated that patient was turning up stimulation unnecessarily. During office visit, it was "maxed out" and he changed programs and she felt stimulation below 1v. Changed programs and checked impedances per md. Patient re-instruction on reasons for turning up stimulation only if symptoms are not improved. Patient had a full system replacement.  No further complications were reported/anticipated at this time.